Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2021, with blood glucose of 550 mg/dl. Customer was in emergency room as a result of high blood glucose level. Customer got a stent placed in her heart, because it caused a closure in one of her arteries. The customer was treated with intravenous drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer had alleged that insulin pump was under delivering. The insulin pump will be returned and the reservoir will not be returned for analysis.